Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider (hcp) notified a company representative that the patient received baclofen and morphine via their implanted infusion pump. The type/manufacturer of baclofen, drug concentrations, dose rates, and drug lot numbers were unknown / not available. The patient's medical history was not available; the indication for use regarding the pump was unknown. The implant date was reported as approximate. The patient visited a hospital for a routine refill on (B)(6) 2015. The reservoir was filled with 10 ml of baclofen and morphine. It was reported that "side effects appeared". After interrogation with a model 8840 programmer, the device showed normal workflow with normal drug usage. However, upon emptying the reservoir the physicians found the same amount of drug that was injected / refilled 3 days before. A pump failure occurred and a possible pump stop was indicted. Following the patient's side effects, the pump was explanted and replaced. The patient was without injury regarding their status and the issue had resolved as of the date of the report. The healthcare provider had no further information. Additional information including unknown drug information and side effects were requested. A supplemental report will be submitted as additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# 0205379796, product type: catheter. (B)(4). Analysis of the pump (sn (B)(4)) found no anomaly. (B)(4).

Event description:
On 2015-09-03, additional information was received from a healthcare professional (hcp) and manufacturer representative (rep). It was reported that the type of baclofen used was baclofen meduna 2mg/ml. The patient's baclofen dose was 952.4 mcg/ml, 400 mcg/die and the morphine dose was 10.5 mg/ml, 4.4 mg/die. The pump refill volume discrepancy was estimated reservoir volume (erv) = 8.37 ml while the actual reservoir volume (arv) = 10 ml. There were no previous volume discrepancies noted. A catheter occlusion was excluded. Pre-operatively, an x-ray was taken and no structural disorder was noted. The catheter was filled with contrast agent and no structural or functional disorder was noted. The hcp could aspirate the drug and cerebrospinal fluid (csf) through the catheter access port (cap) and examination showed appropriate contrast in the pathway. During the pump replacement procedure (indicated to be an intervention for troubleshooting), after the catheter and pump were disconnected, drug and csf drops appeared on the tip of the catheter. There were no reported motor stall in the pump logs. After the pump replacement, the patient was relieved from symptoms for 19 days. Then a catheter "disturbance" occurred and the patient underwent a catheter re-implantation/revision. The patient was asymptomatic following the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.